Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, an altitude alarm occurred. The customer's blood glucose (bg) level was 411 mg/dl. Reportedly, the alarms cleared and the pump resumed normal operation. A system check could not be performed as the issues occurred in the past.